Event description:
After generator replacement surgery, the pt picked at the generator site which then became infected. The pt had a significant wound infection at the pulse generator/pocket area because he had separated the wound edges. Six days after undergoing generator replacement surgery, the pt underwent irrigation and debridement procedure, but the infection did not resolve. The pulse generator and part of the bipolar lead were explanted six days later. At the time of generator replacement surgery, both preoperative and intraoperative antibiotics were prescribed. A course of post-operative antibiotic therapy was not prescribed. The pt had not undergone any surgical or dental procedures or invasive monitoring either three months pre or post generator replacement surgery and is not implanted with any other devices.

Event description:
The patient is doing well, the infection has resolved and the incision sites are healing well. The infection was likely due to the reported post surgical trauma. Explanted products will not be returned to manufacturer.